Manufacturer narrative:
Device is a combination product. (B)(4). Promus element mr, ous, 2.25x16mm, stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent identified proximal stent damage; the first proximal strut was lifted and pulled on one side in a proximal direction. The undamaged crimped stent outer diameter was measured and result within maximum crimped stent profile measurement specification. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found no issue with the hypotube. A visual and tactile examination found no issue with the shaft polymer extrusion profile. The bi-component bond showed no signs of damage or strain. A visual and tactile examination found no damage to the tip. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on analysis completed on 26-jul-2017. It was reported that crossing difficulties were encountered. The target lesion was located in the left anterior descending artery. A 2.25x16mm promus element ¿ drug eluting stent was then advanced but failed to cross the lesion. The procedure was completed with another with the same device. No patient complications were reported and patient's status was stable. However, returned device analysis revealed proximal stent damaged.